Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. It was unable to prime during the prime test due to faulty force sensor resistor. The device was also received with cracked case at lcd window corners and battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons had an intermittent response after she wore the insulin pump in the shower. During troubleshoot, the customer reported that she received 3 button error alarms and the buttons' response was slow and they were hard to push. Blood glucose value was 300 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.